Event description:
Customer stated that one area of the heating pad shocked the customer when she was using it. She couldn't find the serial number product was returned for investigation. Upon further investigation into the customers complaint, the inspector could not find any type of defect with the product. The pad was tested on three separate occasions by a quality control technician and on all three occasions, the pad was heating and functioning properly. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.